Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the midpoint. A piece measuring approximately 0.085" x 0.373" was found to be broken off. The broken piece was returned. The components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image by a regulatory post market surveillance analyst is consistent with the fractured blade inside of the patient. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the blade of a harmonic ace instrument was crushed, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed using a backup harmonic ace instrument with further injury reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument did not have a fragment fall due to being crushed. It was unknown what caused the fragment to fall. The fragments were all retrieved and confirmed by the charge nurse. There was no additional procedures or post-operative tests performed. There was no damage observed to the instrument prior to use. The instrument was used for 20 minutes prior to the break. There was no issue with the functionality of the instrument, but the instrument broke while dissecting. There was no instrument collision, and the instrument was not removed prior to the break. Upon final removal, there was no resistance from the cannula, no damage to the cannula, and no further damage to the instrument. There was no additional injury to the patient and the patient has not returned to the hospital due to retaining a foreign object.